Event description:
The trilogy 100 ventilator was returned to the third-party service center for remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation of the trilogy 100 ventilator at the third-party service center an error code in relation to internal li-ion battery permanent failure was recorded in the device event log. In conclusion the internal battery was replaced to resolve the issue. Additionally, the software was upgraded to v14.2.05. The device passed all testing.